Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During a hip arthroplasty, a box reamer tip fractured in the guide. The fractured piece was removed from the guide and the procedure was completed without patient injury or delay in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "intraoperative fracture or breaking of instruments has been reported for general instruments." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02584 / 02585). Device requested, not yet received.

Event description:
During a procedure the tip end of a box reamer fractured causing the center hole of the box guide to become plugged so that bone mill would not fit in. There was no patient injury or delay in the procedure time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
The user facility noted that there were signs of oxidation on the reamer.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Inspection of device showed signs of corrosion. Review of device history records found these units were released to distribution with no deviations or anomalies. If the reamers were not cleaned properly, and soil were to dry on the instruments, it could cause corrosion. Without confirmation that the reamers were clean prior to the sterilization cycle, a root cause cannot be determined. This device is used for treatment.